Event description:
It was reported ((B)(6)) during the pt's scs implant procedure intraoperative testing indicated the impedance was invalid. The physician decided to remove the scs system, and the procedure was abandoned. The procedure was extended for approx half an hour.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.